Event description:
It was reported that a patient received allograft bone void filler during a lumbar fusion (l4 - l5). Approximately one week later, due to "increased back and leg pain" after surgery, and "fluid collection (seroma) on MRI," the patient was taken back into surgery for I & d. There was no report of infection. At the time of this report the patient was "doing great," and it was reported that the surgeon did not seem to think this incident was due to the allograft implant.

Manufacturer narrative:
(B)(6). (B)(4). The manufacturing records for the lot of product were reviewed, and indicated that the graft was manufactured according to procedure and met all required specifications. No additional reports of this nature have been received involving any other grafts from the subject lot. It was reported that the surgeon did not seem to think this incident was due to the allograft implant.